Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged diagnosed with other medical ailments while using this device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged diagnosed with other medical ailments while using this device. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of a very light amount of light beige dust or dirt contaminate in the air intake canal, small specs of a dark and brown contaminate located in the front and rear panel channels, a small dark red piece of contaminate in a yellow liquid on the inside surface of the lower panel enclosure, several large and small pieces of black sound abatement foam can be seen in the bottom of the blower box, a dark covering of foam particles inside of the blower box walls. The manufacturer found evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found no error logged. The manufacturer concludes there was evidence of multiple contamination in the device. The manufacturer confirmed there was evidence of sound abatement foam degradation/breakdown. After further review, the manufacturer confirmed that the previously submitted report was incorrectly filed as adverse event which should have been filed as product problem only, and there was no report of serious or permanent patient harm or injury. Section b1, b2, d9, g3 and h6 has been updated/corrected in this report.

Manufacturer narrative:
The manufacturer previously reported MDR 2518422-2022-63574-1 incorrectly submitted with h1 and h6. In this report following sections were changed. Corrections to previous MDR are made in this report as follows. Section h1 and h6 has been updated to reflect malfunction.